Event description:
It was reported that the implantable lead was explanted due to dislodgment which was confirmed with imaging. A new lead was implanted. No additional adverse patient effects were reported.